Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed 07 april 2020. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. (B)(4), units released. Lot expiry date: 30 june 2018.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibial component at cement to implant interface. Depuy cement was used. It was also reported that upon exposure of the knee and implants, it was noticed that the tibial component was grossly internally rotated after getting the insert out, the doctor then took an osteotome to the tibial tray. Upon three light strikes to the tray with an osteotome and mallet the tray popped out without much force and it was observed that the bone cement had debonded from the tray. It was suggested by the surgeon that he wasn¿t sure if the knee was painful because of the internal rotation or because the tray and cement had debonded from one another, in which case he suggested that the original attune tray may have been faulty. No other information regarding x-rays, labs, or any other information is available. Doi: unknown, dor: (B)(6) 2018 right knee.